Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has alleged sinus infection, and she has had sinus surgery. The patient also alleged that the device gives her a high pressure. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on november 02, 2022, and h11 should be reported as the manufacturer received information alleging an issue related to a rep dream station auto CPAP device's sound abatement foam. The patient previously alleged sinus infection, and she has had sinus surgery. The patient also alleged that the device gives her a high pressure. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.